Event description:
Customer reported physical damage to the insulin pump. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: unit received with broken battery tube threads. Unit received with cracked case at display window corners, display window and end cap. Unit received with minor scratched lcd window.